Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone retrieval procedure performed on (B)(6) 2023. During preparation, the thumb ring was broken. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event. The patient was reported to be good at the conclusion of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of thumb ring break.